Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 80 mg/dl and 66 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019, and two cgm alert 3 (cgm glucose reading below user threshold) enunciated. There were no erratic basal rate adjustments. User made a bolus request while still having insulin on board (iob). Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg). However, the exact values were not provided. Customer declined to provide additional information regarding the event and reverted to an alternate pump for insulin therapy.